Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had been alarming no delivery since the night before. The customer stated the first alarm was during basal while she was laying down. Customer had changed the entire set but alarm recurred. Blood glucose value is unknown. Customer was advised to disconnect at the quick release and run fixed prime, insulin did not exit. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. She was then instructed to rewind, reinsert the reservoir and perform manual prime; the insulin pump did not alarm no delivery. Customer was advised the device is working as designed and the alarm was caused by a set/reservoir occlusion.